Event description:
It was reported that the patient underwent unspecified back surgery using rhbmp-2/acs. Sometime post-op, the patient reportedly "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with l3-4 spondylolisthesis and underwent the following procedures: l3-4 lateral interbody fusion with intervertebral cage fixation device, correction of spondylolisthesis, intraoperative electro-physiologic monitoring and anterior lumbar plating. As per op-notes,¿ an internal distractor was placed in the disc space to correct the spondylolisthesis and restore anterior height and relief for foraminal compression. After that was achieved a 12-mm high lordotic peek spacer was packed with allograft chips as well as 1 bmp sponge on each side. This was carefully tamped into place and this was 45mm long lordotic and 14mm high. Then 50mm screws were then affixed to the l3 and l4 bodies under ap and lateral fluoroscopic guidance, and final tightened into position articulating onto the plate itself.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6) 2009: the patient was discharged from the facility.